Manufacturer narrative:
Device evaluation summary: the field service engineer (fse) powered on the ventilator in patient mode and did not found any alarms/error codes activated. During testing the ventilator the fse found a communication error. The fse replaced the graphic user interface (gui) to breath delivery (bd) cable. The fse found the alternate current (ac) power cord failed ground isolation test and replaced ac power cord. The ventilator passed all testing and was returned to the customer for clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 840 ventilator the safety valve opened which generally means the ventilator stopped ventilation. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Device evaluation summary: the alternate current (ac) power cord was returned for failure investigation. A visual inspection of the returned part was conducted and the following was observed: on the male molded plug, the flat live conductor pin was slightly bent but did not cause any fault or connection issue. The cable including plastic retaining clip and receptacle was in otherwise good condition. The part was attached to the failure investigation test ventilator for analysis. The ventilator powered up. The ventilator was placed in ventilation mode for a minimum of 24 hours. . A review of the ventilator diagnostic logs revealed that no errors and no unexpected alarms were observed during the run in period. While in ventilation mode the cable was manipulated in all directions to check for any intermittent internal cable break. The ventilator continued to operate without error. At the end of the run in period, end to end continuity was checked on each of the three individual conductors and found to read 0 ohms as expected. The resistance reading between the individual conductors was open circuit as expected. With the returned ac power cord attached to the failure investigation test ventilator the ground isolation check was successfully completed. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update to evaluation codes method, result and conclusion. Device evaluation summary: the graphical user interface (gui) to breath delivery (bd) cable was returned for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The gui to bd cable was attached to the failure investigation test ventilator for analysis. The ventilator was powered up and passed the power on self test (post) with no errors recorded in the diagnostic logs. Additional testing was ran without any errors. The ventilator was placed in ventilation mode for a minimum of 24 hours. The cable was manipulated in all directions during ventilation in an attempt to induce the reported failure, no errors were observed. On review of the ventilator diagnostic logs, no errors were observed while testing. The reported failure could not be replicated. If information is provided in the future, a supplemental report will be issued.